Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left main trunk artery. A 5.50mmx12mm nc emerge balloon catheter was advanced for post-dilation. The balloon was inflated twice, at 12 atmospheres then at 16 atmospheres. However, upon the third inflation, the balloon ruptured at 18 atmospheres after a duration of 15 seconds. St elevation was not observed and it was confirmed via intravascular ultrasound (ivus) that the stent was well apposed. The procedure was complete with this device. No patient complications were reported and the patient's status was good.